Event description:
Same case as mfg # 2134265-2009-07016. It was reported that during a percutaneous transluminal angioplasty procedure, balloon deflation difficulties and catheter removal difficulties occurred. The lesion was located in the non tortuous renal vein. The ultrathin diamond balloon 8mmx4cm was advanced to the lesion and inflated one time. Deflation difficulty was reported. The balloon was not withdrawn in an inflated state. Another of the same device was used and the same issue was reported. They were able to complete the case. Both balloon catheters had difficulty when withdrawing the balloon through the sheath. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
Pt: over 18 years. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).